Event description:
It was reported that the patient underwent a gynecological procedure and mesh was used. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with enterocele repair, bilateral vaginal apical suspension, and cystoscopy; due to abdominal pain, cystocele, rectocele, intrinsic urethral sphincteric deficiency, and enterocele. It was reported that the patient underwent a surgical procedure and had a bso, exploratory laparotomy, and lysis of adhesions done on (B)(6) 2008 due to left ovarian mass and pelvic pain. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2014-16812. The same patient is represented in each medwatch.

Manufacturer narrative:
It was reported that the patient underwent a gynecological surgical procedure on (B)(6) 2007 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh was implanted. It was reported that the patient underwent mesh revision on (B)(6) 2007. No additional information has been provided.